Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va03r16, implanted: (B)(6) 2012, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information was received from a health care provider (hcp). It was reported that the extension was explanted on (B)(6) 2016. It was tested for low impedances and replaced after confirming. No new information was reported regarding the previously reported issues with the lead. No patient symptoms were reported. If additional information is received, a follow-up report will be submitted. Please see report # 3007566237-2015-03203 and 6000153-2016-00685.

Manufacturer narrative:
The stimulation extension body¿s outer insulation was melted (breached) 5.7cm and 6.2cm from the proximal end.

Event description:
Please see report number 6000153-2016-00685.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.